Event description:
It was reported that when the device was used during a gastric bypass procedure, the surgeon fired and it felt the same as always. When she opened the device and examined the posterior aspect of the anastomosis, there was a section of the staple line which had a few staples not present. She hand sewed the staple line and tested the leak. The patient did not have any negative outcomes as a result.